Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The account contact declined to provide the physician's name or a non-abbott reporter due to personal data legislation.

Event description:
This is being filed for clip deployment activation failure, that resulted in a cascade of device malfunctions. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr), a rotated heart, high dimensions of heart chambers, annulus dilatation, and a leaflet gap of 3-4 mm. It was decided to use multiple clips and a zipping technique. The first xtw was placed in the medial position of a2-p2 and a3-p3. During deployment, both establishing final arm angle (efaa) were successful. The actuator knob was retracted to approximately 0.5 cm and gripper lever was fully retracted. As the delivery catheter (dc) handle was retracted at 0.5 cm, resistance was felt. Fluoroscopy indicated that the dc tip was separated from the clip; however, the clip was still being held on by the gripper lines. The gripper lines were attempted to be extracted manually. As one of the gripper lines were being pulled, the clip started to move, and opened to 35-40 degrees. The anterior leaflet detached, and the clip was on one leaflet. The clip was still attached to the gripper lines. Surgery was not an option onsite, and transporting the patient would be risky. The team decided to continue troubleshooting to remove the gripper lines. Ultimately, the gripper lines were successfully extracted, and the device was fixated on the posterior leaflet. An xt clip was implanted lateral to the xtw to stabilize the clip. An ntw was implanted in the lateral position to further reduce the mr to grade 2-3. There was no adverse patient sequalae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported physical resistance of cga gripper line and delivery catheter (dc) handle retraction cannot be determined. The reported difficult clip deployment was due to the challenging anatomy (a rotated heart, high dimensions of heart chambers, annulus dilatation, and a leaflet gap of 3-4 mm). The reported unintended movement associated with clip opened with locked appears to be related procedure conditions. The reported foreign body in patient appears to be due to clip open while locked. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. In addition, this event was further reviewed by a clinical r&d engineer, and the reviewer stated that, ¿five (5) fluoroscopic videos and one (1) fluoro still image were provided. Four videos provided were taken during use of the first cds (reported device) as there is only a single cds/clip in view. The first video shows the reported cds with the clip attached to the delivery catheter (dc) shaft and the clip arms appear to be in the fully closed (~10°) position indicating the video was taken prior to deployment maneuvers. In the next two videos the clip demonstrates some mobility and is angulated relative to the l-lock shaft of the dc indicating the video was taken during deployment maneuvers, presumably after the actuator knob was retracted; this maneuver detaches/retracts the coupler from the thread stud of the clip, allowing the clip to detach from the l-lock shaft tines. The clip remains stables and in close proximity to the l-lock shaft, indicating that the clip remains attached to the dc. This aligns with the reported incident details that the clip was still being held on by the gripper lines after deployment maneuvers. Due to the angulation of the clip arms relative to the fluoro view in these videos, it is difficult to assess the clip arm angle during deployment troubleshooting. The clip arms appear to be open to ~50° - 60°; this is an estimation based on visual assessment with the naked eye and the clip arm angle cannot be confirmed. In the fourth video the dc is retracted and fully detached from the clip, as indicated by a larger gap present in between the l-lock shaft and clip. The clip demonstrates movement indicative of an slda but appears to be stable. In this video, the clip arms appear to be open to ~60°; this is an estimation and cannot be confirmed. Based on the cine provided, it is unclear if the clip arms opened post deployment troubleshooting maneuvers to detach the gripper lines. The last fluoro video shows two fully deployed clips and a third cds (w/ the clip attached) indicating the video was taken during use of the third cds, which aligns with reported incident details. The fluoro still images provided shows two fully deployed clips with the dc of the second cds fully retracted indicating the image was taken post deployment of the second clip; no additional information can be obtained from this image.". The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on (B)(6)2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).